Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, varus valgus laxity, possible nickel allergy, and pain. The surgeon reported the patella was intact and retained. He indicated the femoral component was intact, though revised. The surgeon indicated the tibial tray could be easily disengaged with simple lifting. The patient was implanted with depuy components, and unknown bone cement. There were no complications. Doi: (B)(6) 2014; dor: (B)(6) 2019; (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). This report was found to be a duplicate of 1818910-2019-91611. Any additional information received will now be reported under this report and will be kept for investigation purposes instead.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.